Event description:
Reporter indicated the pt underwent generator replacement because the generator "quit working". Further f/u indicated "the explanted products were thrown away". Good faith attempts to obtain info ruling out device malfunction have been made, but have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.